Manufacturer narrative:
The evaluation noted wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. As reported by the literature article ¿early polyethylene failure in a modern total hip prosthesis¿, the exactech connexion gxl liner may be prone to a high rate of early failure from wear and severe secondary osteolysis. Review of our institutional registry revealed a prevalence of short to mid-term failures of one specific modern acetabular polyethylene liner component, the exactech connexion gxl. Additional information was requested from the article authors, however; they replied that no additional information will be made available. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion as to the cause of the event. Complaints reported related to the 12 patients in table 1 have been submitted under individual mdrs. For complaints related to the 22 patients listed in table 2 (maude search data), exactech was able to definitively match 18 of the 22 to complaints within the exactech global complaint handling system. The identified complaints are as follows: patient # (B)(6), complaint # (B)(4), MDR # 1038671-2012-00042. (B)(6), (B)(4), 1038671-2013-00047. (B)(6), (B)(4), 1038671-2015-00127. (B)(6), (B)(4), 1038671-2016-00371. (B)(6), (B)(4), 1038671-2016-00509. (B)(6), (B)(4), 1038671-2016-00838. (B)(6), (B)(4), 1038671-2018-00276. (B)(6), (B)(4), 1038671-2018-00288. (B)(6), (B)(4), 1038671-2018-00480. (B)(6), (B)(4), 1038671-2018-00607. (B)(6), (B)(4), 1038671-2018-00767. (B)(6), (B)(4), 1038671-2018-00778. (B)(6), (B)(4), 1038671-2018-00828. (B)(6), (B)(4), 1038671-2018-00925. (B)(6), (B)(4), 1038671-2019-00054. (B)(6), (B)(4), 1038671-2019-00266. (B)(6), (B)(4), 1038671-2019-00326. (B)(6), (B)(4), 1038671-2019-00301. (B)(6), (B)(4), 1038671-2019-00281. While the remaining three patients could not be definitively matched to existing complaints within the exactech complaints system, a search of the maude database confirms that all events related to gxl contained within maude were reported by exactech. Therefore, it is reasonable to conclude that all patient events reported in table 2 (maude data) have been captured and reported as appropriate by exactech.

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. As reported by the literature article ¿early polyethylene failure in a modern total hip prosthesis¿, the exactech connexion gxl liner may be prone to a high rate of early failure from wear and severe secondary osteolysis. Review of our institutional registry revealed a prevalence of short to mid-term failures of one specific modern acetabular polyethylene liner component, the exactech connexion gxl. Additional information was requested from the article authors, however; they replied that no additional information will be made available. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion as to the cause of the event. Complaints reported related to the 12 patients in table 1 have been submitted under individual mdrs. For complaints related to the 22 patients listed in table 2 (maude search data), exactech was able to definitively match 18 of the 22 to complaints within the exactech global complaint handling system. The identified complaints are as follows: patient # (B)(6), complaint # (B)(4), MDR # 1038671-2012-00042. (B)(6), (B)(4), 1038671-2013-00047. (B)(6), (B)(4), 1038671-2015-00127. (B)(6), (B)(4), 1038671-2016-00371. (B)(6), (B)(4), 1038671-2016-00509. (B)(6), (B)(4), 1038671-2016-00838. (B)(6), (B)(4), 1038671-2018-00276. (B)(6), (B)(4), 1038671-2018-00288. (B)(6), (B)(4), 1038671-2018-00480. (B)(6), (B)(4), 1038671-2018-00607. (B)(6), (B)(4), 1038671-2018-00767. (B)(6), (B)(4), 1038671-2018-00778. (B)(6), (B)(4), 1038671-2018-00828. (B)(6), (B)(4), 1038671-2018-00925. (B)(6), (B)(4), 1038671-2019-00054. (B)(6), (B)(4), 1038671-2019-00266. (B)(6), (B)(4), 1038671-2019-00326. (B)(6), (B)(4), 1038671-2019-00301. (B)(6), (B)(4), 1038671-2019-00281. While the remaining three patients could not be definitively matched to existing complaints within the exactech complaints system, a search of the maude database confirms that all events related to gxl contained within maude were reported by exactech. Therefore, it is reasonable to conclude that all patient events reported in table 2 (maude data) have been captured and reported as appropriate by exactech.